Event description:
On (B)(6) 2017, the reporter contacted lifescan USA alleging that the subject meter read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining a blood glucose reading of "208, 243, 244 and 486 mg/dl" with the subject meter. This comparison does not meet the criteria necessary for lifescan to determine the possibility of an inaccuracy, however this complaint is being reported because the control solution test performed fell out with the control solution range for this test strip lot. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.